Manufacturer narrative:
B5: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5), corrected data: b3: correction: event date: 18-aug-2022.

Event description:
Additional info received via email 28-sep-2022. The event was brought to attention 18-aug-2022. Not aware of any patient involvement.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a broken o2 knob stem. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a damaged air mix switch, three missing small knobs, bowed front panel, and minor worn on the housing around the battery holder assembly. The tamper seals were both intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The investigation found that the issue was due to impact (damaged cam assembly). For corrective action the cam assembly was replaced. The root cause was traced to the customer/user interface. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).